Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During visual inspection of the pump, it was observed that there were multiple scratches on the display lens.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.